Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported via voluntary medwatch that over-sensing of noise was noted on the store electrogram. Decreased impedance in rv ring to rv coil was observed, indicating an insulation anomaly. No further information was reported.